Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no ramping numbers, or scroll bar moving on its own noted. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error and it locked up. She woke up in the morning and she changed her set, then attempted to bolus, and the numbers kept scrolling up. She then removed the battery. Customer's blood glucose was 250 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.